Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2024. During the procedure, after the handle was rotated, although the distinct click sound was heard; however, the bands would not deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 26, 2025: the last two remaining bands would not deploy. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter city): (B)(6). Block h2 (additional information): block b5, block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code), and block h11 have been updated based on the additional information received on january 26, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2024. During the procedure, after the handle was rotated, although the distinct click sound was heard; however, the bands would not deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.